Manufacturer narrative:
Evaluation is not possible, as the unknown endobutton device will not be returned. The part and lot number have not been provided making an examination of the manufacturing records prohibitive, however a review of the risk management, labeling and instructions for use documentation was reviewed for this device family and found to contain statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was also performed for this device family, which confirmed additional complaints have been reported within the scope of the reported study. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. This complaint was reported from the literature review. The results of the study showed group 2 (ecl-btb) had 11 minutes shorter operation time due to the assistant surgeon being able to start fashioning the hybrid graft immediately after tendon harvest and complete it before the surgeon measures the femoral tunnel length. In the studying it was reported that after two years of surgery with an endobutton-ecl, the patient had moderate knee pain. The event was treated with an arthroscopic examination, partial meniscectomy, and meniscal repair. It is unknown the outcome of the patient. After three requests no individual clinical information has been provided for inclusion in this medical investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after two years of surgery with an endobutton-ecl, the patient had moderate knee pain. The event was treated with an arthroscopic examination, partial meniscectomy, and meniscal repair. It is unknown the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.